Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that they had observed an eos screen today. The caller reported that the patient was dissatisfied with the longevity of the ins, and they reported that the previous batteries lasted 4 years, and the current battery was just placed 2 years ago. The caller also reported that the patient was "having trouble today." The caller reported that the patient takes medication regularly, and that the patient was doing better after the caller gave them some of the medicine. No further patient complications have been reported as a result of this event.